Event description:
The customer's family member reported that the patient had high bgs. It was stated that the customer believes the pump did not alarm when the reservoir was empty. The device was not available for testing at the time of call.